Manufacturer narrative:
Initial reporter name and address: the customer's address is unknown. (B)(6), USA has been used as a default. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported while using the bd veritor ¿ at-home covid-19 test a false positive result was obtained. Confirmatory testing was performed. There was no indication of patient impact. Eua number: eua (B)(4). The following information was provided by the initial reporter: "it was reported by the customer that her daughter tested positive but when they tested at their local clinic, they tested negative."

Manufacturer narrative:
The following fields have been updated: b.2 date of event; 06/04/2022.

Event description:
It was reported while using the bd veritor ¿ at-home covid-19 test a false positive result was obtained. Confirmatory testing was performed. There was no indication of patient impact. Eua number: (B)(4). The following information was provided by the initial reporter: "it was reported by the customer that her son-in-law tested positive but when they tested at their local clinic, they tested negative."

Manufacturer narrative:
H.6. Investigation summary: this summarizes the investigation results regarding a complaint that alleges ¿customer received only a positive test result and attributed this to an error¿ using the bd veritor at home covid-19 test (material # 256094), batch number unknown. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed because a batch number was not provided. The complaint was unable to be confirmed. The root cause could not be identified. A trend analysis for false positive was conducted, no adverse trend was identified. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time. If you have any additional questions or concerns, please do not hesitate to contact bd technical services.

Event description:
It was reported while using the bd veritor ¿ at-home covid-19 test a false positive result was obtained. Confirmatory testing was performed. There was no indication of patient impact. Eua number: eua (B)(4). The following information was provided by the initial reporter: "it was reported by the customer that her daughter tested positive but when they tested at their local clinic, they tested negative."